Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two cases of late onset inflammation two months apart, negative cultures with extreme inflammation events following intraocular lens (iol) implant procedures. The second patient experienced blurry vision approximately two weeks following the implantation surgery. The patient went on a trip 5 days after noticing the blurry vision and was still having problems but she did not contact the doctor. Four days later, the patient experienced pain and left a message for the doctor on call. The patient was not seen, but thought to have iritis because the patient was at 1 month postop. The patient was instructed to use her antibiotics, steroid and nsaid. She called back on sunday with no pain but still has blurred vision. The patient was referred to retina and was diagnosed with endophthalmitis. Two days later, the retina specialist thought that the patient could possibly have endophthalmitis. The patient had tap / culture that were negative and was treated with injection of antibiotics. She was instructed to use topical antibiotics, steroids, and antimuscarinic medication. The following day, the patient had an extreme anterior chamber reaction, 4+ cell, small layer of hypopyon inferior, inflammatory response, 360 all over the lens fluffy and white with no fibrin. Additional information was provided indicating that the patient was traveling and was not seen until 12 weeks following the first symptoms. This patient remains under treatment. The patient also had 3+ aqueous cell. According to the surgeon opinion the iol caused or contributed to the event and that there were no other contributing factors. There are two medical device reports associated with the two cases reported. This report is for second patient.